Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens was corroded. Based on the results of the investigation, the root cause of the corrosion could not be identified. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that the light guide lens had corrosion. The root cause of the corrosion could not be identified. There were no reports of patient involvement.